Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with an intermittent button response and alarmed button error due to corroded keypad traces. The insulin pump was received with cracked case on the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked battery tube threads and cracked belt clip slot.

Event description:
The customer reported that on the day before the call, the insulin pump's buttons were unresponsive during a bolus attempt. The customer stated that earlier in the day of the call, the device seemed to be functioning normally. However, at the time of the call, the buttons were unresponsive again. Blood glucose level was 144 mg/dl at the time of the call. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.